Event description:
Info rec'd as follows: referred by 180 medical as having irritation beneath mass or tape border.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Three written requests have been made on (B)(4) 2013 to obtain add'l customer info. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.